Event description:
During an emergency case, the tip of an empira balloon broke when the balloon catheter was being removed from the patient. Thus, the tip part became stuck in the blood vessel while the surgeon removed the shaft and the remainder of the balloon. Patient had to undergo surgery to remove the tip part of the balloon and was done successfully. The tip portion was sent back for investigation analysis, however the shaft connected to the remainder of the balloon portion was disposed off.